Manufacturer narrative:
The device was returned and evaluated. The needle was found to be bent. Fluid was observed exiting the distal tip of the needle. The soft cannula had a tear in the unexposed portion, in the same location as the bend. No corrosion or fluid damage was noted and the downloaded data showed no signs of struggle or pulse width increase. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 389 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. Treatment included a new pod.